Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation, secondary findings was observed. There was no error code was found. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report device details were updated, with new material and UDI numbers. Box d was updated in this report.